Event description:
It was reported while using bd micro-fine ultra¿ pen needles 32g x 4mm (70 count) foreign matter was in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a non-biological fm in the hub. When removing the tear drop label, the user found a black fm in the hub.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 25-oct-2022. H6: investigation summary: one open 32g x 4mm pen needle sample and three photos were returned from lot. No. 2026062, cat. No. 320136. Visual examination was carried out on the returned sample and photos and black degraded material was observed on the hub. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. This issue occurred due to the moulding press stopping whilst heats remained on the injection unit.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: unknown; medical device expiration date: unknown; device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine ultra¿ pen needles 32g x 4mm (70 count) foreign matter was in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a non-biological fm in the hub. When removing the tear drop label, the user found a black fm in the hub.